Event description:
Note: this report pertains to the second of two truetome used during the same procedure. It was reported to boston scientific corporation that a truetome 44 was used during a procedure. The exact procedure date was unknown. During the procedure, the cutting wire of the truetome 44 broke. A second truetome was used; however, the same problem happened. The procedure was completed with "another device." It was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.